Event description:
It was observed that during the device evaluation, the video processor exhibited a scope communication error b30, burn marks were found on the printed circuit board, and dust was found inside the equipment. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.